Event description:
It was reported that the suture was to be used to close a total knee. During use the needle broke, they were able to retrieve the broke piece. A second suture was opened and case completed without consequence to the pt. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. Supplier notified that the needle lot was associated with a non-conformance report for damaged point, but the non conformance reported was invalidated. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Customer will return six (6) unopened pieces for evaluation purposes. A follow up report will be submitted once the evaluation is completed. (B)(4). Item #sxpd2b405 stratafix spiral pdo knotless tissue control device. 2ctx #2 pdo 36 x 36, lot me02430.